Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication may be possibly attributed to use-error as the cautery instruments (mcs and fbf) were lying close together when the mcs instrument was activated. The instruction for use (IFU) warns the user to exercise caution when working with monopolar instruments close to other instruments as unintended energy may be delivered from the active monopolar instrument to a second instrument. Isi has attempted to request for the instruments involved to be returned for failure analysis, however, the customer has declined to do so and has re-used the instruments in a subsequent procedure. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, the mcs and fbf (part # 471205-17, lot #k12220314-0152 ) involved in this complaint has been reused in a subsequent procedure and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy transthoracic - neck anastomosis procedure, electrical energy from the mcs instrument reportedly arced to the fbf instrument when activated. Tissue in contact with the fbf instrument reportedly coagulated as a result. The affected tissue was esophagus adventitia. The site did not perform any medical intervention for the coagulated tissue. The site stated that the mcs and fbf instruments were lying close together when the issue occurred. .

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis procedure, when the surgeon fired the monopolar curved scissors (mcs) instrument, tissue that was touched by the fenestrated bipolar forceps (fbf) was coagulated as well. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the tips of both mcs and fbf instruments were close together before the issue occurred. The surgeon was dissecting tissue around the esophagus (transthoracic part) when the issue occurred. Tissue around the esophagus (adventitia) which was held by the bipolar instrument coagulated. There was no medical intervention done for the coagulated tissue. It is unknown if the patient`s hospitalization was prolonged. The instruments were inspected prior to use with no issues. There was no damage seen to the instrument after the arcing event. It was unknown if there was any damage on the mcs tip cover accessory prior or after the event. The arc originated from the mcs, and the grounded on the fbf. An isi cannula was used for the mcs instrument. The mcs instrument was not inserted through a reducer. The generator used was a vio dv integrated electrosurgical unit (iesu) and its settings were: cut 1, coag 1. When the arcing event occurred, the mcs instrument tip was in contact with the tissue. The mcs instrument tip did not touch any staples, clips or sutures while it was energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The ground pad was properly placed on the patient's leg and there was no defect seen. The instrument tips did not collide with any other instrument or tool. The site declined to return the mcs and fbf instruments.